Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away. The caller stated that she found the customer on the floor when she got home. The caller did not know the customer's last blood glucose reading but stated it may have been 350 mg/dl. The customer had several other health issues, and the caller stated that an autopsy was not performed. The caller agreed to return the insulin pump for analysis. Nothing further was reported